Event description:
It was reported that approx 30 months post initial implant of the endeavor drug-eluting stent the pt fell with apparent onset of dementia. It was reported that the pt had a cva. No additional details have been obtained. The investigator accessed that the event was not related to the device, drug or the procedure.

Manufacturer narrative:
Other (hospitalization) - eval results - other (no conclusion can be drawn), stroke.